Manufacturer narrative:
Analysis was unable to confirm needle complaint due to customer returning sensor and no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 40 mg/dl and a blood glucose of 400 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance and to insert sensor into a different site. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.